Event description:
Device issue: dislodged stent. Time of device issue: during stent procedure. Adverse event: none. It was reported that the 2.5 x 12 mm and 2.5 x 08 mm xience v stents would not cross a very calcified lesion. In addition, damage to the proximal end of the 2.25 x 12 mm xience v occurred during the attempt to cross. Upon removal from the pt, it was noted that the stent had dislodged proximally onto the shaft. As the stent was removed from the pt on the shaft of the sds , no intervention was required. No pt injury was reported. Another xience v 2.5 x 18 mm, was used to cross the lesion. No additional event or pt info is available.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.